Event description:
It was reported that the customer experienced difficulties with the wake button on their device. There was no reported impact to the customer's blood glucose level. The distributor expressed that additional information was unavailable, and they were awaiting the return of the pump for further inspection, although the device was not returned.